Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event and went to the emergency room (ER) on (B)(6) 2025 and got hospitalized due to hyperglycemia event. The event occurred three or more hours after insertion. The insertion site was thigh.the patient was in emergency room for three days.the blood glucose level was 580 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin.the patient was positive for ketones.the patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 07-jan-2026 against "lot number 6002813 and similar malfunction code(s): soft cannula found kinked, soft cannula bent/kinked/crimped after removal - reduced flow soft cannula bent/kinked/crimped after removal - blockage. The review confirmed that lot# 6002813 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 07-jan-2026 against "lot number" criteria equal "6002813" and similar malfunction codes: soft cannula found kinked, soft cannula bent/kinked/crimped after removal - reduced flow soft cannula bent/kinked/crimped after removal - blockage. The count of complaint is 2. The count of complaint is 2. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6002813 was manufactured according to the work instruction (wi)version 68 and manufactured in the line 5 on 15-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 3h01462 was manufactured according to the wi version 55 and manufactured in the machine sc04, on 14-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6002813 have already been previously tested in the (B)(4) on 11/jan/2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 1: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 1: 10 samples out 10 samples passed the test for the code idd-pmc05.47 soft cannula found kinked upon removal from infusion site. All test results were within specifications as per the test report (B)(4) in this record. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further actions are required. This is a complaint which is being addressed as part of a CAPA 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc. · 1. Include the defect in document 4805074 (work instruction inset line). · 2. Improve guards of the conveyors. · 3. Update trays for the stock of cannulas. · 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays) a remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use ((B)(4) - 30/sep/2025). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6002813 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record 2478503. This is a complaint which is being addressed as part of a CAPA 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.